Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: the subject device was manufactured before the circuit design change was applied to the operational amplifier of the patient board set. The legal manufacturer surmised that the images of the 180 scope were not displayed because the operational amplifier malfunctioned. The legal manufacturer checked the change history of parts and found out that the design of the dr board was changed on (B)(6) 2018. It was not certain if this design change would affect this phenomenon or not. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer's complaint was confirmed as there was no image, when connected to the older scope model due to a faulty patient board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that there was no image on the video center, when connected to an older scope model. There was no patient involvement reported.